Manufacturer narrative:
Device passed the functional test, including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08730 inches. No unexpected insulin flow blocked alarm or no over delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose. The customer blood glucose value was 2.9 mmol/l at the time of incident. Other blood glucose value mentioned was 3.4 mmol/l. The customer treated for low blood glucose with food. The customer did allege that the insulin pump was over delivering. The customer reported that insulin pump was on auto mode. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump will not be returned for analysis.